Event description:
Per the report received from australia a patient with a 3300tfx27mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of four (4) years and eleven (11) months due to pannus overgrowth in the leaflets. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was reported to be stable after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.